Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510 number will not be provided in the emdr as the product code and lot number are unknown. However, it is being reported because it is the same as or similar to product distributed within the u.s

Event description:
This is a spontaneous report by a nurse from (B)(6) of fever and peritonitis. On (B)(6) 2010, the patient was diagnosed with peritonitis, manifested by a fever. The patient was hospitalized on (B)(6) 2010 for the peritonitis. The cause of the peritonitis was not reported. On an unknown date, a peritoneal analysis was performed. It was unknown if he fever and the peritonitis were resolving. Medical history and concomitant medications were not reported. No causality statement was given for the fever.